Event description:
This lead was explanted and replaced due to oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed abrasion marks along the lead body. Further inspection revealed a damaged insulation approx. 24 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, cuts in the insulation and deformations of the fixation helix were observed which occurred most likely during the extraction procedure. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.